Manufacturer narrative:
Visual examination found that the stent was fully expanded in diameter but not fully expanded in length. Product analysis could not confirm the complaint reported as the stent was deployed from the device on its return. Neither the delivery device or suture thread was returned. As part of our manufacturing processes all units are 100% visually inspected for any possible damages and are packaged appropriately in order to protect the device from external damage during shipment. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. A review of the manufacturing record for this particular batch # shows that the device met its material, assembly and product specifications at the time of its release to distribution. Product analysis could not confirm the complaint reported as the stent was deployed from the device on its return.

Event description:
It was reported that during a stent placement procedure, delivery catheter breakage occurred. The physician was attempting to place an ultraflex tracheobronchial stent; however, the stent did not deploy. When the device was being removed, the delivery catheter broke and the stent moved. The procedure could not be completed because the facility did not have another of the same device.